Manufacturer narrative:
Upon disassembly, corrosion was found in the bearings. Corrosion can cause increased friction between rotating components, which can cause heat to be generated.

Event description:
It was reported that the product overheated during testing at the user facility. There was no pt involvement, and no user injuries or adverse consequences were reported.